Event description:
It was reported that the patient presented to the hospital after receiving inappropriate therapy due to noise. The noise was unable to be reproduced with isometrics and arm positional testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.